Manufacturer narrative:
Phone number: (B)(6). Zip code: (B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture with intracapsular leakage, MRI confirmed. The device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified; an opening and red particles on the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. "Device evaluation: analysis of the returned device identified: underweight, broken shell and red particles in the shell and gel. A visual and microscopic analysis was performed which identified: sharp broken on posterior, delamination orientation dot, crease fold, wear abrasion and missing shell. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior (patch/shell bond edge) assessed as an unidentified (tear) opening. Missing shell assessed as inconclusive. A delamination partial of the valve (cohesive failure). Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported left side rupture with intracapsular leakage, MRI confirmed. The device has been explanted.